Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
On 13-mar-2026, it was reported that the patient faced low blood glucose due to unknown issue caused by infusion set. The patient visit to emergency room (ER) admitted to hospital ems dispatched with ambulance. The blood glucose level at the time of event was 29 mg/dl. The patient's husband provide the assistance and treated with glucose.